Event description:
It was reported to philips that the device is messaging paddle poor contact. There was no patient involvement. The customer worked with the technical support representative. The device is end of support. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2018. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the device remains at the customer site.

Event description:
It was reported to philips that the device is messaging paddle poor contact. There was no patient involvement. The customer worked with the technical support representative. The device is end of support. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31 december 2018. All options associated with this defibrillator were discontinued as of 31 december 2013. The end of support date for the device is 31 december 2018. The customer was aware of the end of life terms and the device remains at the customer site.